Event description:
During pt setup, couch vertical was actuated using the "high up" button on the couch side panel. When the operator released the button the couch did not stop moving as it should have, but continued to move up. The operator pushed the "stop" button on both the hand pendant and the couch side panel, but the coach continued to move upwards. The operator then moved the pt attempting to avoid injury. The couch stopped moving only when it traveled to the electrical limit switch.